Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has not seen an improvement in their symptoms and are experiencing discomfort. Patient said the implant has had no effect on their symptoms at all. Patient said every time they cath they get 300cc. Patient said during the evaluation they only cathed 100cc. Patient said during the eval they felt a slight tingling in the groin area. Patient said they can't get the same sensation from the implant. The patient said it doesn't work. Pt states yesterday they turned stim all the way up to 7.0 and thought they could feel something tingling in the upper butt however got concerned it was too high so they turned it back down. Pt states today they increased it again to 5.0v and could detect a burning below the incision of the implant itself. Patient said their testicles feel slightly crushed, they feel "electrical shocking" below the ins, sciatica and feel stim down the leg. Patient spoke to the rep and was told to try the different programs. Patient said they have had sciatica before and it was cured with shots. Patient said they turned stim off and the sciatic went away. Patient said they felt discomfort on all the programs. Patient said only program 1 kind of worked but stim went down their leg so they turned stim off. Patient said the evaluation was successful on the left side but the implant is on the right. Reviewed trying program 1 at a lower setting. Patient said during the evaluation they saw an improvement right away. Agent did not ask about the circumstances that led to the reported issue.  Troubleshooting was unable to be performed as pt states they are already familiar with how to switch programs. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They stated the cause of the stimulation down the leg was not determined, they believed lead migration. The issue had not been resolved. They stated they experienced urinary retention prior to the device, initially it improved then worsened. They stated catheterization was their 'standard of care' prior to the device.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j58w serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j58w serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the possible lead migration was unknown. Asked what steps were taken to resolve the issue, they stated reprogramming. They stated the issue had not yet been resolved.